Event description:
Per the clinic, the patient reported periodic distorted sound occurring multiple times per day and lasting minutes to hours. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.